Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. But was returned to olympus (B)(4). Following additional high level disinfection at (B)(4), the subject device was sent to a third party laboratory for additional microbiological testing. In the additional test, the testing indicated no microbial growth for the subject device. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during routine surveillance culturing test by the facility, the subject device repeatedly tested positive for unspecified bacteria as follows; on (B)(6): the suction channel of the subject device tested (B)(6) (>100 cfu / scope). On (B)(6): the suction channel of the subject device tested (B)(6) (100 cfu / scope). On (B)(6): the suction channel of the subject device tested (B)(6) (>100 cfu / scope). The customer reported that the subject device was reprocessed according to the instruction for use and the (B)(6) regulation. The subject device had been reprocessed using non-olympus endoscope reprocessor lde with peracetic acid. There was no report of infection associated with this report.